Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The carrier board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen grayed out and alarmed for a system failure. The clinician reportedly switched to manual mode of ventilation to maintain ventilation. There was no reported patient injury.